Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reprocessing manual states that reprocessing must be performed on the first use. It also clearly states that endoscopes and accessories should not be stored in the carrying case of the endoscope. We have confirmed from the complaint information that the above procedures were not followed at the user's facility, and therefore, it was determined that the event was caused by the user. However, a definitive root cause could not be determined. The method of use for the suggested event is provided in the "reprocessing manual" for gif/cf/pcf-290 series. 8.2 "storing the disinfected endoscope and accessories" do not store the endoscope and/or accessories in the endoscope¿s carrying case. The carrying case does not provide a proper storage environment for patient-ready endoscopes. Storing patient-ready endoscopes in the carrying case may pose an infection control risk. Use the carrying case only for shipping the endoscope and/or accessories. Any endoscope or accessory removed from a carrying case must be reprocessed prior to patient use or storage in an endoscope storage cabinet." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis lucera elite gastrointestinal videoscope may have been improperly cleaned and sterilized by the oer-4 reprocessing machine which was then used on a patient. The reported issue was discovered post improper cleaning/ stroage and after use on a patient. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
At this time, it has been indicated to olympus that the device will not be returned for testing and evaluation. Should additional information become available, or the evaluation is completed, a follow-up report will be submitted. Related complaints: (B)(4) gif-ez1500 gastrointestinal videoscope, serial number (B)(6). (B)(4) cf-ez1500di colonovideoscope, serial number (B)(6). (B)(4) pcf-h290zi evis lucera elite colonovideoscope, serial number (B)(6).